Manufacturer narrative:
H10 h3,h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The insertion device was returned with the anchor and suture strings in place. The anchor is fractured at the proximal end of the suture window. The prongs at the distal end of the insertion shaft are deformed. There is biological debris on the returned items. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The adverse event was likely procedure related and the device had no influence on the adverse event and no further patient impact is anticipated. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a shoulder cuff repair surgery, the 4.5 twinfix screw fractured when it was being screwed in the humeral head, and it was removed from the patient using tweezers. The insertion site cleared of all debris and the procedure was completed using a back-up device in the used the originally drilled bone hole, no void was left in the patient. There was no surgical delay reported. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).